Event description:
It was reported that the patient had been followed on and off for many years and basically had a series of adjacent degenerative occurrences that required progressive extension of her fusions. She developed severe back pain and leg pain and study showed she had severe adjacent lumbar degeneration at l1-2, mild to moderate at t12-l1. The patient underwent hardware removal from l2-l4, exploration of posterior spinal fusion from l2-l4 which was found to be completely solid, and extension of posterior spinal fusion from t11 to l2 using local bone graft, rhbmp-2/acs, hydroxyl apatite and rods/screws/crosslinks. The rhbmp-2/acs was placed along the lamina from t11 down through l2 followed by graft extender/expander and more rhbmp-2/acs sandwich style fashion. The patient tolerated the procedure well and was transferred to recovery in good condition. Reportedly, unspecified "post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation."

Manufacturer narrative:
Concomitant products: rods, screws, crosslinks (implant (B)(6) 2010, explant (B)(6) 2011); graft extender/expander, hydroxyl apatite (implant: (B)(6) 2010). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report # 1030489-2013-04870 for additional details.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented with pre-op diagnosis: severe adjacent lumbar degeneration at l1-2, mild to moderate degeneration at t12-l1. Procedure performed: hardware removal l2-l4; explore posterior spinal fusion l2-l4, found to be solid; extend posterior spinal fusion t11-l2, extend the posterior instrumentation t11-l2. Local bone graft combined with two large rhbmp-2/acs kits and hydroxyl apatite. Per-op notes: ¿..the instrumentation was isolated, the plugs were removed x 6, rods x 2 and screws x 6 and they were all tight. We then dissected up superiorly, replaced the screws into l2 using sciara system 6.5/40. 5.5 x 40.millimeters screws were placed-at l1 and 35 millimeters screws at t12 and t11 with excellent purchase in the bone. Rods were placed x 2, plugs x 5 on each side, compression was carried out and the plugs were sheared off. Crosslinks were placed, their plugs were sheared off. After a thorough irrigation repeating the antibiotics, two large rhbmp-2/acs kits were divided into strips and placed along the lamina from t11 down through l2 followed by bone graft matrix followed by more rhbmp-2 in sandwich stype fashion..¿